Manufacturer narrative:
Internal report: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 118 -130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. During the call on (B)(6) 2019, a back to back blood test was performed by the customer using (mv3197) and produced test results of 216 and 220mg/dl fasting using true metrix meter. Test strip lot manufacturer's expiration date is 06/28/2018 and open vial date is unknown. Customer is using expired test strips. The meter memory was reviewed for previous test result history: result 1: 281mg/dl, date: (B)(6), time:4:25pm, fasting; result 2: 236mg/dl, date: (B)(6), time:3:37pm, fasting; result 3: 279mg/dl, date: (B)(6), time:9:44pm, fasting; result 4: 320mg/dl, date: (B)(6), time:9:44pm, fasting; result 5: 202mg/dl, date: (B)(6), time:4:04pm, fasting. Last 5 readings were performed with expired test strips that were stored in the bathroom. Lot# mu2307 exp: 06/28/2018.